Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving inaccurate erratic readings of 13.4 mmol/l, 10.2 mmol/l, 6.8 mmol/l, and 7.3 mmol/l. This complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with self adjusting insulin. According to the patient, he took 4 consecutive blood glucose readings and administered 24 units of humolog insulin at 6:43 am. At 11:30 am, he was feeling low sugar level symptoms and promptly ate food to bring his blood glucose up. When his blood glucose was reportedly low, he felt as though he was not as attentive as he used to be. The patient reportedly did not require any hcp medical intervention at the time of concern. Troubleshooting indicated that the readings were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 15% and/or <= 0.67 mmol/l. The unit of measurement was correctly set. The patient did not have any control solution to perform a quality test. The test strips were in good condition and within the discard date. The patient was using the testing procedure per the instruction for use. This complaint is being reported because, the patient claimed he had low blood glucose symptoms after he obtained high blood glucose readings per the lfs meter and took insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/05/2013). The patient¿s meter and test strips have been returned on 7/26/2013 and 7/22/2013, respectively, and evaluated by lifescan product analysis on 7/30/2013 and 7/31/2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. A DHR (device history record) was completed on 07/26/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.